Event description:
Informed by an FDA additional information letter, that a voluntary report had been filed. The maude report states that during a colon surgery, the tip of the device perforated a piece of bowel, that was not intended to be perforated. Account advised that "not completely sure if the scalpel is to blame for the unintended outcome." Additional information provided by account: the perforation was repaired by a small segmental resection. The patient had no ill effects from the surgery.

Manufacturer narrative:
Date sent: 6/16/2009. Information not available, device not returned for analysis.